Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to premature battery depletion. The device was implanted for approximately 4 years.